Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Interrogation of the device revealed the device battery was at the elective replacement indicator (eri) level when received. A longevity calculation was performed and revealed that the battery depletion was normal based on the device usage. Furthermore, telemetry, pacing, sensing, impedance, hv output, hv shock, and the patient notifier were tested on the bench and no anomaly was detected.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device reached elective replacement indicator (eri). Premature battery depletion was suspected and the device was explanted and replaced to resolve the event. The patient was in stable condition.